Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted patient was having trouble rewarming in an arctic sun device. Baby has only rewarmed 0.2c in the past hour and was currently 35.9c (esophageal) and 36.2c (axillary). Water temperature (wt) was 39.8c, flow rate (fr) was 0.9lpm rewarm tab reads from 36.5c to 36.5c. Confirmed patient should have reached rewarm by this time. Device was still attempting to get patient to target and advised this was the warmest water temperature the device was capable of making. Advised to keep close eye on patient skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Rewarm tab reads from 36.5c to 36.5c. Confirmed patient should have reached rewarm by this time. Device was still attempting to get patient to target and advised this was the warmest water temperature the device was capable of making. Advised to keep close eye on patient skin. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted patient was having trouble rewarming in an arctic sun device. Baby has only rewarmed 0.2c in the past hour and was currently 35.9c (esophageal) and 36.2c (axillary). Water temperature (wt) was 39.8c, flow rate (fr) was 0.9lpm, rewarm tab reads from 36.5c to 36.5c. Confirmed patient should have reached rewarm by this time. Device was still attempting to get patient to target and advised this was the warmest water temperature the device was capable of making. Advised to keep close eye on patient skin.